Event description:
During an intervention in the sigmoid rectum to remove a lesion, clip deployment was visually not verified before performing resection. The resulting perforation was closed with 5 boston scientific clip. The patient was hospitalized over 48 hours for observation.

Manufacturer narrative:
The technical analysis of the affected cftrd led to the following results: all device components were in accordance with their specifications, no deviation could be identified. The tissue manipulation technique used, as described by the user, has hampered the release of the clip. If there is a lot of tissue tension in front of the cap, the clip has limited space to release from the cap. In addition, suction was also used during clip application, increasing further the counter pressure towards the target tissue. In summary, the cause of the error is not device related but can be attributed to a procedural complication. The review of the related quality records of the manufacturing lot showed no abnormalities. In conclusion, the failure root cause is seen as a procedural complication due to non-deployment of the clip before snaring in the sense of a use-sequence error. The risk of causing a perforation is listed in the instructions for use. It is addressed in the user trainings, to verify successful clip application before resection of the target tissue. Note: this report is a retrospective submission of complaints from the year 2024.